Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 09-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain which was on the verge of debilitating. This event was considered serious due to medical importance and listed in the reference safety information for essure. Uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event about 2 years and 5 months after essure insertion. A hysterectomy was performed. Since no alternative explanation was provided and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to required surgical intervention. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she had essure placed in (B)(6) 2011 as a perfectly healthy (B)(6) year old. By (B)(6) 2013 the pain was on the verge of debilitating. By (B)(6) 2014 had a hysterectomy due to pain, migraines, bloating, fibroids, cysts and enlarged uterus. A little over 1 year without essure she was no longer in pain. No migraines. No bloating. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain which was on the verge of debilitating. This event was considered serious due to medical importance and listed in the reference safety information for essure. Uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event about 2 years and 5 months after essure insertion. A hysterectomy was performed. Since no alternative explanation was provided and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to required surgical intervention. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.